Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The pump was noted to be unresponsive and unable to be turned on. The customer's blood glucose was 217 (mg/dl). The customer took a manual injection. After the pump had been charged, a malfunction alarm was displayed. It was indicated that the customer had manual injections available for alternate insulin therapy.